Event description:
According to the police report the end user was struck by a motor vehicle while crossing the roadway in his motorized wheelchair. The end user allegedly suffered multiple injuries and subsequently dies several weeks later in the hospital.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. The end user was struck by a motor vehicle while crossing a roadway. Hoveround's owner's manual warns, "do not drive your mpv4 on the roadway or public streets".